Event description:
Customer reported having trouble with high blood glucose. While troubleshooting on the call, device glucose controls were tested. Level 2 controls were out of range, yet the device displayed ok as if controls were in range. Level 1 control solution was in range. No treatment was received. A request was made for return product and replacement product was sent.